Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occured. Vascular access was obtained via the left radial artery. The lesion being treated was a mildly calcified portion of the proximal left anterior descending artery. After pre dilatation with an unspecified 2.5x10mm balloon balloon, the physician made an attempt to deploy the taxus liberte 2.5x32mm across lesion but was unable to due to suspected calcification in the lesion which resulted in the distal stent struts appeared damaged. The physician withdrew the device and treated the patient medically. There were no patient complications and the patient status is stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occured. Vascular access was obtained via the left radial artery. The lesion being treated was a mildly calcified portion of the proximal left anterior descending artery. After pre dilatation with an unspecified 2.5x10mm balloon balloon, the physician made an attempt to deploy the taxus liberte 2.5x32mm across lesion but was unable to due to suspected calcification in the lesion which resulted in the distal stent struts appeared damaged. The physician withdrew the device and treated the patient medically. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned and consisted of a taxus liberte stent delivery system (sds) and stent with the stent protector and product mandrel partially loaded. There was contrast in the inflation lumen. The presence of contrast in the inflation lumen, and the position of the stent protector and product mandrel suggest the stent protector and product mandrel were replaced after the reported failed attempt to cross the target lesion which resulted in stent damage. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. The first, second and fifth stent strut rows from the proximal end of the stent had multiple stent struts stretched and bent. The distal tip was damaged. Magnified inspection presented no damage or irregularities that could have caused or contributed to the confirmed stent and tip damage. A thorough analysis of the returned device could confirm the reported stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).